Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, lot #612080542 was manufactured on 08/24/2012. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex wil continue to monitor and trend relating complaints.

Event description:
The event is reported as: the unit alarm is broken. It is unk when the alleged defect occurred.